Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a 6f¿12f mynx control vascular closure device (vcd) was found to be in tension on initial inspection prior to use at the moment it engaged with the hook. The user was unable to press button 1 because it was "blocked". The first device was immediately discarded. A second 6f¿12f mynx control vascular closure device (vcd) presented the same issue; however, the physician applied slight force while retracting at a 45-degree angle. During retraction, the continuous line disappeared when tension was no longer applied and then reappeared. Compression was required at the end of the procedure due to ultrasound confirmation of a persistent arterial leak at the superficial femoral artery. Hemostasis was achieved with manual compression of less than 7 minutes. No hemodynamic instability was reported. There was no reported patient injury. The mynx vcd was used in an interventional procedure with an antegrade approach, deployed by a physician in training. A cordis avanti+ 6f sheath was used. The femoral site was angiographically verified as suitable with insertion angle, vessel diameter confirmed =5 mm, moderate tortuosity present, and no pvd or calcium observed. The device was stored and prepped according to IFU, with no package damage noted. The balloon was inflated and functioning, and the stopcock was closed during prep. A video was provided showing that in the second device button 1 appeared to be in an unusual position from the start. The operating room temperature was 22.9°c, and the box did not contain temperature control stickers. The first device was discarded. The second device along with a sterile device from the same lot will be returned for analysis.

Manufacturer narrative:
As reported, the tension indicator of a 6f/7f mynx control vascular closure device (vcd) was found to be in tension on initial inspection prior to use at the moment it engaged with the hook. The user was unable to press button 1 because it was "blocked". The first device was immediately discarded. A second 6f/7f mynx control vascular closure device (vcd) presented the same issue; however, the physician applied slight force while retracting at a 45-degree angle. During retraction, the continuous line disappeared when tension was no longer applied and then reappeared. Compression was required at the end of the procedure due to ultrasound confirmation of a persistent arterial leak at the superficial femoral artery. Hemostasis was achieved with manual compression of less than 7 minutes. No hemodynamic instability was reported. There was no reported patient injury. The mynx vcd was used in an interventional procedure with an antegrade approach, deployed by a physician in training. A cordis avanti+ 6f sheath was used. The femoral site was angiographically verified as suitable with insertion angle, vessel diameter confirmed =5 mm, moderate tortuosity present, and no peripheral vascular disease (pvd) or calcium observed. The device was stored and prepped according to the instructions for use (IFU), with no package damage noted. The balloon was inflated and functioning, and the stopcock was closed during prep. The operating room temperature was 22.9°c, and the box did not contain temperature control stickers. The first device was not returned for analysis as it was discarded. However, two pictures were provided, showing the packaging (outer box and internal tray configuration) of the unit as received from the client. The packaging did not exhibit any abnormal conditions. Additionally, a video was provided in which the user attempts to depress button 1 without achieving the required tension indicator alignment, as instructed in the device¿s IFU. The video shows that the distal portion of the balloon was not exposed to any tension resistance that would simulate activation of the tension alignment. Consequently, the required alignment could not be achieved, and button 1 could not be depressed. A product history record (phr) review of lot f2510502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿tension indicator-incorrect indication¿ and ¿button #1-frozen/locked¿ could not be observed as the first device was not returned for analysis. Additionally, these events were not observed through analysis of the pictures and video received. The exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and picture/video analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, handling factors (user error) are possible, as the video evidence shows improper device usage. In the video, button 1 depression was attempted while the tension indicator was not in alignment, and there appeared to be no tension applied to the balloon to achieve alignment. As a result, button 1 would not have been able to be depressed as expected. However, since the video depicted device use outside of the patient, it is unknown whether these conditions also occurred during the procedure. According to the mynx control IFU, which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the picture/video analysis, phr review, nor the available information suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.